Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. Pms is coordinating the return of the device and wheel for evaluation. End-user was walking with the device when the right wheel fell off. He fell and was injured. He reportedly injured his shoulder and neck.